Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open, red, and bloody blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse provided wound care for the skin irritation. Follow up indicated that the skin irritation improved.